Manufacturer narrative:
Batch review performed on 26-may-2021: lot 2006192: (B)(4) items manufactured and released on 03-sep-2020. Expiration date: 2025-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
During the primary bilateral knee surgery, the surgeon used a + 3 efficiency block on the right knee and informed the nurse that he would need a 3+ femur. The nurse informed the sales representative, and the sales representative inadvertently provided a size 3 femur, which the surgeon implanted. The implantation of the size 3 femur caused the patients knee to be elevated. There was no delay and the surgery was completed successfully.